Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the issue occurred at the beginning of the treatment which was completed by moving the patient to another room. There was no harm reported to philips. The philips remote service engineer (rse) analyzed the system log file and identified tube current out of range errors. The field service engineer (fse) visited onsite and confirmed the reported issue. Fse performed system calibration and conducted tests. After which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not working as fluoroscopy was stopped. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.